Event description:
Patient was revised due to loosening.

Manufacturer narrative:
Examination was not possible, as the proudcts were not returned. Although the complaint is non-verifiable, provided info states the products are not suspected of failing to meet specifications or contributing to the reported event. A search of the complaint database found no prior reports for all reported part and lot number combinations. Based on the investigation, the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.